Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the device could not be pushed and the problem could not be solved after repeated operation. The device was prepared as indicated in the IFU. The operation was successfully completed after the stent was replaced. The cause of the resistance/kink was not determined. Catheter resistance occurred in the proximal section. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an ischemic stroke using a solitaire ab 6-30 stent, issues were encountered. The stent could not be pushed further after being inserted approximately 10cm into the rebar18, and upon removal for inspection, it was found that the proximal end of the stent was kinked. Resistance was noted during the preparation phase, particularly in the proximal section of the catheter. The procedure involved two passes with the device, and the vessel tortuosity was minimal. The modified rankin score improved from a baseline of 4 to 3 post-procedure, and the nihss score improved from 17 to 5. The tici score improved from 0 to 2b. The product was explanted, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.